Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a recurrence of tremor, bradykinesia and dyskinesia symptoms. Attempts to adjust device programming and modify the patients current medication regimen was made but did not improve symptom control. The patient subsequently underwent a procedure to replace the implantable pulse generator (ipg). The patient tolerated the procedure well and remains under the ongoing care of their physician. According to the physician, the patients symptoms continue and are not believed to be related to the dbs system, though no alternative cause was identified.

Manufacturer narrative:
This device was received and is currently undergoing technical analysis. The investigation is not yet complete. A device database analysis taken was unable to confirm nor determine the root cause of the reported stimulation issues. A supplemental report will be submitted once the results are available. A review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a recurrence of tremor, bradykinesia and dyskinesia symptoms. Attempts to adjust device programming and modify the patient's current medication regimen were made but did not improve symptom control. The patient subsequently underwent a procedure to replace the implantable pulse generator (ipg). According to the physician, the patient's symptoms are not believed to be related to the dbs system, though no alternative cause was identified. The patient tolerated the procedure well and remains under the ongoing care of their physician.

Manufacturer narrative:
With all the available information, boston scientific concludes that the inadequate therapy was unable to be confirmed nor determine the root cause of inadequate stimulation. The device was not returned for analysis; therefore, a technical analysis could not be performed. A database analysis revealed impedances were within range and could not determine the root cause of the reported event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling. Additionally, labeling states failure or malfunction of any part of the device and loss of adequate therapy are known risks with the use of dbs. With all the available information, boston scientific concludes that the inadequate therapy was unable to be confirmed and were unable to determine the root cause of inadequate therapy. Therefore, engineers concluded and assigned a probable cause of known inherent risk with the use of dbs therapy.